Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. Patient had no consequences and was discharged after the procedure.

Manufacturer narrative:
The device was returned without identified device or use problem. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header. Electrical, thermal, mechanical, and longevity analyses were normal with no anomalies found.